Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Electrode belt had pins that were bent inside the connector. The root cause of the bent pins was excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
A lifecor patient service representative (psr) contacted lifecor customer support to report that a female patient's electrode belt connector had bent pins. Support replaced the patient's electrode belt.